Manufacturer narrative:
Complaint database was reviewed and there was no negative trend identified for the associated product. Aso has evaluated the unused returned samples. The results are acceptable with no defects found during testing. In addition, aso has reviewed records of biocompatibility tests. Refer to of this report for further details.

Event description:
The consumer stated that bandage peeled off her skin and left a mark after she removed the product. Consumer asked the pharmacist and they think it is a chemical burn.

Manufacturer narrative:
Complaint database was reviewed and there was no negative trend identified for the associated product. Aso has evaluated the unused returned samples. The results are acceptable with no defects found during testing. In addition, aso has reviewed records of biocompatibility tests. As of 09/14/2017, retained samples were submitted to the lab for testing. Refer to relevant tests for further details. (B)(4).

Event description:
The consumer stated that bandage peeled off her skin and left a mark after she removed the product. Consumer asked the pharmacist and they think it is a chemical burn.